Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that insulin pump alarmed motor error. No exposure to high magnetic fields. The insulin pump failed the displacement test. Motor error occured during prime. Customer change infusion set and reservoir, motor error alarm persisted. Ask customer to return the insulin pump for analysis. Nothing further reported.